Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since a spine screw was placed in the patient's spine in a different position than desired with brainlab navigation involved, and there was a negative effect to the patient - bilateral lower limb paresis -, despite according to the hospital (primary and treating clinicians): -the deviating screw placed with aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position (without navigation) at the very same surgery -postoperatively, the patient experienced bilateral lower limb paresis (the patient had already been transferred to a different hospital for rehabilitation, and no further information is available) (unknown if paresis is reversible/permanent) the hospital did not report any prolongation of surgery time, nor any further remedial actions for the patient necessary/done, nor any prolongation of hospitalization (other than the referral for rehabilitation, for which it is unknown whether this was planned independent of or due to the paresis). B4, g3, g6: the timeframe for submitting this report exceeds 30 days due to late internal entry/forwarding of event information. Corresponding measures are taken to address this delay and prevent it from re-occurring. H6: according to the results of the brainlab technical investigation and the very limited information/data provided by the hospital, an actual contribution of the brainlab device (navigation) to the deviating screw placement could neither be confirmed nor disproven. During the course of the investigation, two factors were found that may have potentially contributed to an alleged inaccuracy/deviating screw placement: -a less than ideal calibration of the non-brainlab screwdriver: despite the overall accuracy verification of the instrument was successful, the log file data indicate that the verification was barely passed rather than well passed. Further, the screwdriver reportedly was not recalibrated for each new screw used. -a relative movement of the anatomy during the surgery between the vertebra the patient reference array was fixated to, and the vertebrae operated on (e.g. Due to a non-rigid connection of these and forces applied to the spine) and/or a less-than-ideal registration result for the vertebrae where no surface matching was performed. Log file analysis shows that surface matching was only performed on one vertebra for each scan (that contained several vertebrae treated) and was not performed for each vertebra treated (as recommended by brainlab). Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Further, performing no surface match registration on the vertebra being treated (but on another one), may result in a less-than-ideal match between the preoperative image dataset and the actual patient anatomy for the vertebra being treated. Apparently, a potential resulting deviation of tracked instrument on the preoperative image in the navigation display compared to the actual patient anatomy and/or a potentially resulting deviation between the registered preoperative image scan in the navigation display and the actual patient anatomy was not recognized by the user with the appropriate and necessary accuracy verification throughout the procedure. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine, for posterior spinal fusion of t10-s2, with intended placement of 20 spine screws, was performed with the aid of the display by the brainlab software spine & trauma navigation 2.0 (on (B)(6) 2024). Reportedly one screw was not placed as intended (specific screw location and magnitude/direction of deviation is unknown). During the procedure, the surgeon: - with the patient in prone position, attached the 4-sphere navigation reference array on the spine - acquired an intra-operative 3d scan of the patient's region of interest (t10-l1/l2) - performed surface matching (by acquiring registration points with the navigated pointer) to match the current patient anatomy to the navigation, and accepted the registration to proceed - placed screws using the navigated brainlab drill guide and a navigated non-brainlab screwdriver - acquired another intra-operative 3d scan of the patient's region of interest (l1/l2-l5), with presumably reference array replaced to this region of interest prior to the scan - performed surface matching to match the current patient anatomy to the navigation, and accepted the registration to proceed - was not satisfied with the registration accuracy, and performed surface matching again to match the current patient anatomy to the navigation, and accepted the registration to proceed - placed a screw using the navigated brainlab drill guide and a navigated non-brainlab screwdriver, and detected that the screw was not placed as intended (not in the pedicle) - removed the screw and placed it correctly (without navigation) - completed the surgery without aid of navigation (using a c-arm) according to the hospital (primary and treating clinicians): -the deviating screw placed with aid of navigation was detected by the surgeon before finalizing the surgery, and the screw was corrected to its intended position (without navigation) at the very same surgery -postoperatively, the patient experienced bilateral lower limb paresis (the patient had already been transferred to a different hospital for rehabilitation, and no further information is available) (unknown if paresis is reversible/permanent) the hospital did not report any prolongation of surgery time, nor any further remedial actions for the patient necessary/done, nor any prolongation of hospitalization (other than the referral for rehabilitation, for which it is unknown whether this was planned independent of or due to the paresis).